Event description:
It was reported that the patient underwent routine heart transplantation.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a routine heart transplant. No alarms or device-related issues were reported in association with the event. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump header. The distal portion of the pump cable and the modular cable were returned. The sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff was returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: it was found during investigation that visual inspection of the cuff lock revealed that the cuff lock latch arm was bent upwards, and the cuff lock locking arms were slightly bent outwards. Although it is unknown when or how the cuff lock became damaged, this observation is consistent with a high load being applied to the cuff lock, resulting in permanent deformation. It should be noted that a review of the patient's complaint history did not reveal any issues with the cuff lock at implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. A and the heartmate 3 patient handbook rev. C are currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU states that if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Additionally, the IFU instructs the user to expose the slide lock mechanism and pull it radially to disengage the pump from the apical cuff during lvad explant. The IFU and patient handbook contain information on how to clean and care for the driveline. These documents also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Furthermore, the IFU and the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. No further information was provided. The manufacturer is closing the file on this event.